Manufacturer narrative:
Device evaluation: belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the rear therapy electrodes that was raised and similar to a heat rash or a sun burn. The patient alleged that the belt was defective and caused the rash. The patient's physician provided hydrocortisone cream. Initial follow-up indicated that the rash did not improve. The final medical outcome is unknown.